Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was oversensing noise and r-wave sensing had dropped. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.